Event description:
The customer reported that while the unit was in use on a pt, the unit experienced a system failure. The unit's power was re-cycled. The unit functioned normally and therapy was continued. No pt injury was reported.